Event description:
It was reported that the gastrointestinal videoscope had noisy image. The issue occurred during an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image has roughness (leading to poor quality image) and foreign objects in jet tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the ccd (charged coupled device) unit, the image has roughness (leading to poor quality image) and noisy image. For the foreign objects in the jet tube, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.